Manufacturer narrative:
The customer did not provide patient demographics, such as date of birth or weight, for the patient designated as patient number one (1). The customer did not provide patient demographics, such as age, date of birth, sex or weight, for the additional eleven (11) patients. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted bubbles in the wash pump and the dispense probes not completely filled with wash buffer. The fse rebuilt the wash pump with a new belt, seal and metal pulley. The fse replaced the rotor and cap. The fse cleaned the precision pump valve. Upon priming the system the fse did not note bubbles. The fse replaced the substrate solenoid valve for the substrate pump after noting substrate delivery issues. It is noted that substrate delyvery issues would lead to false low access accutni+3 results. After the repairs were completed the fse did not note any bubbles in the dispense probe lines. After the fse completed repairs all verification testing passed within published specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a hardware malfunction of the wash valve assembly

Event description:
The customer stated they noted twelve (12) non-reproducible troponin I (access accutni+3) patient results on their access 2 immunoassay system (serial number (B)(4)). The customer stated the emergency department (ed) questioned the results for the twelve (12) patients. The customer stated they repeat tested the samples on an alternate access 2 immunoassay system (serial number not provided). The customer supplied data for one (1) patient. The initial access accutni+3 result for the (B)(6) year old female patient was above the normal reference range of the assay. The customer repeat tested the sample on an alternate access 2 immunoassay system (serial number not provided) and obtained a lower result, within the normal reference range of the assay. There was no report of patient injury or change in patient treatment associated with this event. Assay quality control (qc) and access accutni+3 calibration failed. The customer had obtained a passing system check. Samples are collected in lithium heparin gel separator tubes. Samples are centrifuged at 4000 revolutions per minute (rpm) for ten (10) minutes. No sample integrity issues were noted. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.